Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to difficulty inflating. All lgx components were explanted and replaced with a new cx. No adverse patient effects.